Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Additionally, it was reported that resistance was felt when filling the cartridge during the load sequence. The customer's blood glucose ranged from 117-120 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.